Event description:
It was reported that the patient received a vibratory alert. During interrogation, high impedance was observed. Device connection issue was suspected. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed. High voltage lead impedance gradually increased near explanted. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications. X-ray revealed no anomaly at the header. The cause of the field event was undetermined, but suspected it could be due to lead anomaly or r lead connection.